Manufacturer narrative:
Investigation results: a fully deployed ultraflex tracheobronchial stent and delivery system were returned for analysis. Visual analysis found that the shaft was kinked. There was no issue with the stent and no other issues were identified with the device. Device analysis determined that the condition of the returned device was not consistent with the complaint incident. The cause of the reported event and the noted damage was likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on january 03, 2017 that an ultraflex tracheobronchial distal release uncovered stent was to be used in the lungs for a post lung transplant during a procedure performed on (B)(6) 2016. Reportedly, patient¿s anatomy was not dilated prior to stent placement. According to the complainant, during the procedure, the physician attempted to deploy the stent but the stent could not be fully deployed. The partially deployed stent was removed from the patient and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
UDI = (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2017 that an ultraflex tracheobronchial distal release uncovered stent was to be used in the lungs for a post lung transplant during a procedure performed on (B)(6) 2016. Reportedly, patient¿s anatomy was not dilated prior to stent placement. According to the complainant, during the procedure, the physician attempted to deploy the stent but the stent could not be fully deployed. The partially deployed stent was removed from the patient and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be fine.